Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support. While on support, the patient was taken back to the catheterization lab to try to reposition. The impella was pulled across the valve and was unable to recross. The doctor decided to explant the impella. The patient survived the event.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issues most likely was use related due improper technique as the impella pulled out across the valve and it was unable to recross it.